Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump drive or motor anomaly. The customer¿s blood glucose level was unknown. The customer stated that the pump alerts empty reservoir while the reservoir was full. The customer was advised to return defect pump for analysis and will be replaced by pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected empty reservoir alarm noted during testing. Unit passed the motor test. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay and faded serial number label.